Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 2490h9 carelink monitor; 4592 implantable pacing lead 2000 (B)(6); 5054 implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that the device had a power on reset 1 minute before a remote monitoring transmission. The device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. The device appears to have partial reset. Some diagnostic data was retained.